Manufacturer narrative:
Note: UDI, manufacturing and expiration date, and lot number are unknown at this time but have been requested. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the clinic wants to verify the validity of the patient's pressure sensor readings. As a result, a right heart catheterization or echocardiogram may be pending.

Manufacturer narrative:
Expiration date has been updated.